Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is per the customer report of "1st week of april". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc device. The customer stated that due to treating based on low sensor readings, the customer became hyperglycemic. The customer additionally reported experiencing a ministroke. The customer was taken to hospital and put on a heart monitor and had ultrasounds on heart, neck, and leg. The customer reported blood glucose of 400-500 mg/dl, but no further information was provided. While hyperglycemia is associated with an increased risk of stroke, this increased risk occurs over time and therefore there is no indication that lower readings from a single sensor, which was indicated to have been applied the same day, would have caused or contributed to the reported ministroke. There was no report of death or permanent injury associated with this event.